Event description:
It was reported that the user experienced intermittent connectivity between the ilet and a dexcom g7 continuous glucose monitor (cgm) sensor, after which the ilet remained in pairing mode despite sensor toggling and reentry of the pairing code; the user was instructed to restart the pump and allow additional time for pairing and warmup. Customer care provided support that included guided troubleshooting and successful re-pairing of cgm to the ilet. Investigation of this case revealed a suspected communication or pairing difficulty between the ilet and the cgm sensor, with no confirmed device malfunction identified at the time of the call. No reported adverse clinical effects during the event. Outcomes included no medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely connectivity interference or user setup factors.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.